Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was damaged and had blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The device was received with corroded battery tube, moisture damage on motor assembly, cracked battery tube threads and cracked case along the side of the battery tube.